Event description:
The ge oec 9800 fluoroscopy system made a loud beeping sound when plugged into facility power outlet. System not functional.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the power control pcb and re-tapped the isolation transformer to the appropriate voltage for the facility. The system was tested, found to be operating as intended, and released to customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.